Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the monopolar curved scissors (mcs) blade broke. The procedure was completed with no reported injury.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical inc., (isi) followed up with the initial reporter and obtained the following additional information: the 8mm monopolar curved scissors (mcs) instrument moved in opposite direction and had an uncontrolled motion. The issue was not related to the instrument remaining static or moving with resistance. It was unknown if the instrument remained in an open position. Some cables were observed to be broken or damaged. The instrument did not fail to provide energy. There was no thermal damage on the instrument. The instrument tips, instrument blades or tip cover were not damaged. There were no missing fragments at the distal end. No fragment fell into the patient¿s anatomy. There was no patient injury. The incident resulted in a procedure delay of less than 15 minutes. Photographic images of the device or a video recording of the procedure are not available for isi review.